Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. The additional patient effects listed in the article are captured under a separate medwatch report. Article attached: perclose proglide embolization as a complication: case report and review of literature.

Event description:
This study investigated the case highlights of a rare but significant complication of the perclose device related to one patient. A perclose proglide suture-mediated closure was used for closure. This was an arteriotomy closure of the left common femoral artery using a 7f sheath after an endovascular aortic repair (evar) procedure. Closure was complicated by a separation of the proglide device resulting in the migration of the footplate to the descending aorta. Correction required snare retrieval via radial access. Preplacement of two proglide sutures was achieved in the right common femoral artery (rcfa). After evar procedure was complete, the two preplaced sutures failed to achieve hemostasis. Manual compression was used to achieve hemostasis in the rcfa. The patient was discharged to outpatient follow-up without any further complications.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. The additional patient effects listed in the article are captured under a separate medwatch report. Article attached: perclose proglide embolization as a complication: case report and review of literature.

Event description:
This study investigated the case highlights of a rare but significant complication of the perclose device related to one patient. A perclose proglide suture-mediated closure was used for closure. This was an arteriotomy closure of the left common femoral artery using a 7f sheath after an endovascular aortic repair (evar) procedure. Closure was complicated by a separation of the proglide device resulting in the migration of the footplate to the descending aorta. Correction required snare retrieval via radial access. Preplacement of two proglide sutures was achieved in the right common femoral artery (rcfa). After evar procedure was complete, the two preplaced sutures failed to achieve hemostasis. Manual compression was used to achieve hemostasis in the rcfa. The patient was discharged to outpatient follow-up without any further complications.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention required was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: procedure description.

Event description:
This study investigated the case highlights of a rare but significant complication of the perclose device related to one patient. A perclose proglide suture-mediated closure was used for closure. This was an arteriotomy closure of the left common femoral artery (lcfa) using a 7f sheath after an endovascular aortic repair (evar) procedure. Closure was complicated by a separation of the proglide device resulting in the migration of the footplate to the descending aorta. Correction required snare retrieval via radial access. A cut down was performed on the lcfa, which was then clamped and repaired with surgical sutures. Preplacement of two proglide sutures was achieved in the right common femoral artery (rcfa). After evar procedure was complete, the two preplaced sutures failed to achieve hemostasis. Manual compression was used to achieve hemostasis in the rcfa. The patient was discharged to outpatient follow-up without any further complications.